Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the item was not available in hospital facility formulary. The technical support specialist reviewed the case and applied knowledge article to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to assign or reload medication. The customer reported that that the malfunction caused delay in the medication being dispensed to the patient. There were no adverse events or injuries reported based on this incident.